Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported fluid leaked from the IV set during an infusion. The infusion was stopped and pharmacy was called for additional medication for the patient. There was no report of any patient harm.

Event description:
The customer reported fluid leaked from the IV set during an infusion of phenobarbital.

Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed. The set was visually inspected and no evidence of damage or anomalies was observed. Functional testing confirmed leaking from one location along the weld line of the pressure sensing disc between the disk body and the disk film membrane. Upon further testing at the manufacturing site an additional smaller leak was also observed. The root cause of the leaks was identified as a weak weld between the pressure sensing disk body and the film membrane.